Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues. The customer stated they were sent replacement sensors and they had worked fine. The customer also reported that their blood glucose level was 400 mg/dl. They declined troubleshooting for the high blood glucose. The customer did not mention how they treated the high blood glucose. The device will not be returned for analysis.